Event description:
The pt ((B)(6)) is implanted with two percutaneous leads from the same lot. It was reported the pt is experiencing a burning sensation in her feet from the stimulation being too strong. Earlier in the year, the pt underwent two surgical procedures in which diathermy was used; however, the reported discomfort is said to have been present intermittently since implant. Reprogramming will be undertaken in an effort to resolve this matter.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.